Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the buttons on the insulin pump are sticking. Customer's mother tends to slow down and the device works. Customer stated issue has been reoccurring and usually is able to get the device to work. However, at the time of the call she wasn't able to get the device to respond. Customer's blood glucose was unknown. Customer's mother didn't recall any significant event which may have caused the keypad. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's mother declined replacement pump. She called back and stated she did want the replacement. The device is not returning for analysis.